Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/06/2015 and found that vacuum chamber vc4 was not draining and overflow was in the needle bellows and leaking out. The fse replaced the actuators on pinch valve pv40 to resolve the overflow issue. He checked the connectors to the back plain and quick disconnect (qd) the module and reseated all the circuit cards and tightened all screws to the power strips. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported an uncontained bloody fluid leak of unknown volume from a coulter hmx hematology analyzer with autoloader. There was an aspiration error generated by the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.